Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as constant backaches and spasms, pain in my side, painful intercourse to the point I have to refrain, urinary leakage, vaginal infections and urinary retention. In addition to physical pain and discomfort plaintiff surfers psychologically and emotionally.